Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient had a skin reaction at the infusion site (arm) while wearing the pod between 37 and 48 hours. The patient was diagnosed with a skin allergy. As treatment, the patient changed the medical device. No further information was reported.